Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, serial/lot #: unknown. Initial reporter information was unavailable. A medtronic representative went to the site to test and service the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system was going unresponsive when the site was importing exams from electronic picture archiving and communication systems (pacs). They had to hard shut down the system twice. On the third attempt to import they were able to successfully import the exams. There was no patient involved. A medtronic representative reported that there were 900 exams in the sr/lupe/exams folder and that they were in the process of deleting all the exams.

Manufacturer narrative:
Correction: other relevant device(s) are: product ID: 9735585 (software version: 3.0.2). Device evaluation: a software analysis was completed. It was determined that the behavior described is the intended behavior of the software. The software was functioning as designed. It was noted that removing exams resolved the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information updated. If information is provided in the future, a supplemental report will be issued.